Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that biomed replaced faulty air in line sensors due to false air in line issues. There was no patient related event however biomed stated; "there could have been a delay in patient treatment due to the false ail alarms". Although requested, no further details were provided by the customer for this event.